Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services (pss) received call from patient stating that she has always been sensitive and was concerned for the first couple of years, and went every year to make sure everything ok was with the implantable neurostimulator (ins). The patient stated that probably the first few years so discomfort. The patient stated she gets a terrible shock that was startling and painful when the ins and a mild shock when the ins is resuming therapy. The patient stated that she mentioned this before to the people that runs the tests for updating ( did not provide more information in that regards). The caller stated that two years ago she was on vacation and accidently turned the ins off. The patient stated that she called mdt (ps) to help assist in resuming therapy, and when it turned off it shocked her. The caller also stated prior to calling mdt they called the healthcare provider (hcp) off that directed to patient services (pss). The caller stated that once a year she goes to a heart a specialist and gets an EKG every couple years. The caller stated that she does not turn off the ins when she gets an EKG . Pss redirected to hcp to help further assist in regards to getting a shocking sensation.